Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 80-90% stenosed target lesion was located in the heavily calcified vessel mid circumflex artery. A 38 x 2.75 promus elite drug-eluting stent was advanced to treat the lesion. During the procedure, the lesion caused the stent to dislodge and the delivery system balloon failed to inflate. A smaller balloon was introduced and inflated to implant the stent. The procedure was completed and the patient was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 80-90% stenosed target lesion was located in the heavily calcified vessel mid circumflex artery. A 38 x 2.75 promus elite drug-eluting stent was advanced to treat the lesion. During the procedure, the lesion caused the stent to dislodge and the delivery system balloon failed to inflate. A smaller balloon was introduced and inflated to implant the stent. The procedure was completed and the patient was stable. It was further reported that neo synephrine-atropine was provided. A non-boston scientific inflation device was used, applying 12 atm pressure for 2 minutes to inflate the device, which successfully held pressure. However, a leak was detected in the balloon, though contrast still reached the balloon during the procedure.